Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the pump's black box showed evidence of call service 064 alarms on 05/26/2015. The pump could not be exercised for 24 hours due to a call service 064 alarm. A frozen drive assembly was found inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.